Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. Customer's blood glucose value was 43 mg/dl at the time of the incident. The customer¿s other blood glucose were 167 mg/dl, 311 mg/dl, 279 mg/dl 223 mg/dl and 163 mg/dl. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.